Manufacturer narrative:
The explanted lead will not be returned to bsc as it was discarded by the medical facility.

Event description:
It was reported that a patient's lead had migrated which caused inadequate pain coverage. The patient underwent a surgical procedure where the lead was explanted and replaced with a new one. The patient is reportedly doing well following the surgery.